Event description:
The device was used during a biopsy procedure. Reportedly, the needle broke and disengaged into the pt's cavity. The surgeon will re-check the cervix in 8 weeks. The hosp has reported no pt injury occurred.